Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that this was an arteriotomy closure of a left common femoral artery using a proglide device after a transcatheter aortic valve implantation (tavi) interventional procedure using a 6f sheath. Reportedly, the foot attempted to be retracted and the device attempted to be removed; however, the device could not be removed. It was possible that the foot could not be retracted due to an unknown reason. A cut-down was performed to remove the device and achieve hemostasis. After the device was removed from the anatomy, the guide was observed to be detached, but still held together by the actuator wire. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Analysis was performed on the returned device. The reported guide break was confirmed. The reported difficulty retracting the foot and device entrapment could not be confirmed as the exact conditions encountered by the device during the procedure could not be replicated in the test environment. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The reported guide break, difficulty retracting the foot and device entrapment appear to be related to high angle of insertion or torsional manipulation applied during device placement. The subsequent treatment appears to be related to procedure circumstance. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.